Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 at 10:00 pm the patient gave herself a bolus dose of insulin of 33.35 units via the pump. The patient reported she was new to the pump. At 12:00 am midnight, the patient obtained the blood glucose reading of 47 mg/dl. The patient attempted to walk to the kitchen to obtain food to eat, however passed out and had a seizure. The patient¿s husband treated her with a glucagon injection and contacted emergency services. Paramedics tested the patient¿s blood glucose level to be 20 mg/dl and treated her intravenously with glucose. The patient was revived and her blood glucose level was normalized; she was not transported to the emergency room. Troubleshooting revealed all pump settings, programming and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique may have been incorrect by not correctly calculating the required bolus dose of insulin to take via the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, and received emergency medical attention and treatment with glucose and glucagon, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the black box and pump history from the original event have been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.